Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 november 2021. Lot 2007622: (B)(4) items manufactured and released on 20-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Another device involved: batch review performed on 30 november 2021: liner: mpact dm 01.32.4248mc dm converter liner f/dm (k131458), lot 2006526: (B)(4) items manufactured and released on 27-nov-2020. Expiration date: 2025-nov-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.